Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the screen went black and remote support service shown offline. The customer tried rebooted the device and unplugged and replugged the cable but still issue persist. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station stock on black screen. A field service engineer fse found that the station had a black screen and would not power on. After troubleshooting it was determined that the half height cubie in drawer 6.1 was preventing the device from powering up. The drawer controller module was replaced and the device was tested with hardware test application and by the user confirming it was fully operational. The system functioned as intended after the field service engineer repaired the device.